Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia and ER visit. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported on (B)(6) 2014 she activated a new pod and on (B)(6) her blood glucose and insulin history is as follows: see scanned table. At 4:32 am the pod was deactivated nd she noticed the cannula looks curved or bent. At 4:45 am she went to our lady of the lake hospital. Upon arrival at the emergency room they placed her on an intravenous therapy of fluids for 45 minutes, gave her a manual injection of 7.0 units of long-acting insulin and another injection of rapid-acting insulin. They also did some blood work and tested her bg levels four times. She stays\ed in the ER for about 5 to 6 hours before being released with her bg reading 186 mg/dl.